Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00155, 2243441-2017-00153, 2243441-2017-00152, and 2243441-2017-00156. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the first shooting was ok. However, the second shooting button did not pull out. Second shooting failed. The device sheath was cut down by force. It was reported that manual compression was applied for 30 minutes. It was reported that the patient was discharged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.